Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with sensor, but also experienced low blood glucose. On (B)(6) 2016 the customer's blood glucose was 48mg/dl; treated with food. Customer had a bolus for meal and he went out for an activity and did not adjust his basal rate, so it caused the low blood glucose.